Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power cable disconnect, low voltage advisory, and no external power alarms occurring on the mobile power unit were confirmed via log file analysis. The log file captured power cable disconnect and low power hazard alarms on 04jan2026 due to the bus voltage and relative state of charge (rsoc) associated with both power cables decreasing below the alarm threshold. These events appeared consistent with a loss of alternating current (ac) power. The alarms progressed to activate a no external power alarm at 11:54:23. The backup battery provided support to the system as intended during the no external power event. The associated alarms completely resolved by 11:57:04 when both the black and white power cables were connected to charged 14v batteries. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for the mobile power unit (mpu) were unable to be reviewed as no device identifying information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a log file review showed no external power, low power hazard, and power cable disconnect events on 04jan2026. These alarm types occurred while the patient was connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no pump interruption during these events.